Event description:
During total knee revision, a sterile, metal pin used to hold a trial component in place fell into the tibial canal, unnoticed by physician. C-arm was not utilized during the case. Procedure was completed, and pin was seen on post-op x-ray, deep in the canal.